Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that nearly 2 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type I, immediate implant was performed, bone graft was executed and biomechanical overload has occurred.